Event description:
It was reported that an ilet insulin pump had a cracked display component, and a replacement was arranged with instructions provided for shutdown, data sync, and return, while the user continued therapy with backup options and cgm. Symptoms included no reported blood glucose issues. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included a review of customer-provided information and device use history. Investigation of this case revealed physical damage to the screen consistent with a cracked or delaminated display. It was concluded that the device experienced a hardware failure of the screen, with no associated adverse clinical effects.